Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, there was resistance when attempting to advance the proglide device on the guide wire into the anatomy. The proglide was removed and the tip of the device was rinsed with saline. Another attempt was made with the proglide; however, there was still resistance when attempting to advance the proglide on the guide wire. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.